Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient care, the autopulse (ap) platform started. After one compression the ap stopped. The lifeband was reseated and the patient was realigned, the same result occurred. There were several more attempts made, with the same issue. The user had to revert to manual CPR. There was no further information provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 10/02/2015. Investigation results as follows: visual inspection of the returned platform was performed and found no physical damages were observed. A review of the autopulse platform archive data was performed which showed that user advisory 17 (max motor on time exceeded) and ua 2 (compression tracking error) messages occurred on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint of the autopulse platform intermittently stopping compressions. The platform was functionally tested for 15 minutes using a test mannequin and 15 minutes using a large resuscitation test fixture lrtf (equivalent to 250 pound patient) with no problems observed. The autopulse platform passed all functional testing and performed as intended. Additionally, the brake gap and load cell connections were checked and no discrepancies were observed. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint that the platform stopped after performing 1 compression was confirmed during archive review. However, no device deficiencies were found during functional evaluation of the returned platform that could have caused or contributed to the reported complaint. Therefore, an exact root cause could not be determined. User advisories are designed into the autopulse platform. Ua 2 alerts the user that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator. Ua 17 alerts the user that there is hardware or software issues or that the load cells are damaged. The load cells were checked and no issues were noted. The platform passed all initial and final functional testing criteria.